Event description:
It was reported that the patient has resorption of bone medially and laterally and was symptomatic on a right knee, but now is improved with minimal pain.

Manufacturer narrative:
Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "based on the very limited clinical and x-ray information, it appears that infection was suspected prior to revision but was not present and thus final reconstruction with cemented ts components could be undertaken rather soon. Based on current findings it is not possible to establish a firm root cause of failure for this case of early tritanium baseplate loosening although there is no evidence for a device related problem." The event was confirmed. The exact root cause could not be determined because insufficient medical information was provided. Operative reports, progress notes, and clinical history are needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has resorption of bone medially and laterally and was symptomatic on a right knee, but now is improved with minimal pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a patient with bone resorption and minimal pain involving an unknown tritanium baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient has resorption of bone medially and laterally and was symptomatic on a right knee, but now is improved with minimal pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tritanium tibial component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.